Manufacturer narrative:
Narrative: the eversense sensor was successfully removed during the second removal attempt at the end of (B)(6).

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the hcp was unable to remove the eversense sensor on the first attempt.